Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid with concentration 20 mg/ml at a dose rate of 5.496 mg/day via an implantable pump for spinal pain. It was reported that the pump was protruding. The date of the event was unknown. There were no other symptoms reported. It was indicated that there were no reported environmental/external/patient factors that may have led or contributed to the issue. The pump was repositioned. The issue was resolved as of (B)(6) 2020. The patient was without injury regarding their status as of (B)(6) 2020. Other medications (oral, etc.) That patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were noted as having been requested but were unknown / would not be made available. It was noted that the hcp had no further information on the event. No further patient complications have been reported as a result of this event.